Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had failed battery alarm and weak battery alarm. The customer also reported motor error alarm a month ago. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer was able to successfully clear the alarm. However, the drive support cap was flush. The customer was advised to discontinue the use of the device. The product will not be returned for analysis.